Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr inspected the subject device and found damage in the objective lens and the insertion tube, partial peeling off of the bending rubber, and foggy image. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the ofr investigation, we presume it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result cleared the french guideline after ofr¿s reprocessing.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -kocuria (2 cfu/100ml) the device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.